Event description:
Pt started using the magic 3 self catheters after having the stomach surgery on (B)(6) 2015. Pt uses the catheters 4 times a day. Pt is on bladder stimulator implanted in 2006, which is not working well and had to replace 3 times in the past. In (B)(6) 2005, pt developed uti and saw her pcp on (B)(6) 2015, treated with doxicillin for 10 days. Pt received a recall letter from bard medical on (B)(6) 2015 for the self catheters. The letter was dated 07/06/2015. It said to call the company by 08/06/2015 and also to return the catheters. The pt cannot get through because of the high volume calls. Pt stopped using the catheters from recalled lot numbers. Pt saw her gynecologist and gave a copy of recall letter. Pt will give a copy to her pcp also. Pt has 3 boxes of recalled catheters (30/box) at home. Currently, pt is using magic catheter from different lot numbers that are not recalled. Pt still has difficult voiding and irritation but pt is feeling ok.